Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia unresponsive to medical therapy") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of hypothyroidism, pelvic adhesions, cesarean section, migraine, heart disease, unspecified, diabetes, cancer, asthma, hypothyroidism, kidney stones, stroke, hypertension and hyperlipidemia. Essure was removed on (B)(6) 2016. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered heavy menstrual bleeding and vitamin d deficiency to be related to essure administration. The reporter commented: date of essure insertion: approximately 2014/2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: a. Fallopian tube, left, salpingectomy: no significant pathologic abnormality a fallopian tube, right, salpingectomy: no significant pathologic abnormality. Uterus. Hysterectomy: (133 grams). Cervix: endocervical squamous metaplasia; (B)(6) for dysplasia or malignancy. Endometrium: benign weakly secretory endometrium; (B)(6) for atypia or malignancy. Myometrium: adenomyosis. Serosa: fibrous adhesion. Concerning the injuries reported in this case the following were reported via social media- vitamin d deficiency. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: medical record received reporter information and medical history were added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("menorrhagia unresponsive to medical therapy") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of hypothyroidism, pelvic adhesions, cesarean section, migraine, heart disease, unspecified, diabetes, cancer, asthma, hypothyroidism, kidney stones, stroke, hypertension and hyperlipidemia. Essure was removed on (B)(6) 2016. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required) and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy + bilateral salpingectoy). At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding and vitamin d deficiency to be related to essure administration. The reporter commented: date of essure insertion: approximately 2014/2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: a. Fallopian tube, left, salpingectomy: no significant pathologic abnormality. A fallopian tube, right, salpingectomy: no significant pathologic abnormality. C. Uterus. Hysterectomy: (133 grams). Cervix: enoocervical squamous metaplasia; negative for dysplasia or malignancy. Endometrium: benign weakly secretory endometrium; negative for atypia or malignancy myometrium: adenomyosis. Serosa: fibrous adhesion. Concerning the injuries reported in this case the following were reported via social media- vitamin d deficiency. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.